Event description:
The customer reports, during an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover came off the scope. The distal cover was recovered. There was no reported patient injury during the procedure. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.